Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 to aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported vasoview hemopro 2 concerns, they have talked to a lot of pa's about hemopro 2 about the auto shut off. In their experience they have only had it time out twice, once the trigger is activated it will power for 18-22 seconds, my 2 cents and not to create any issues, if one is on the trigger that long perhaps doing the turn and burn or the multi burn might help to prevent the time out. Our hospitals have all gone to hemopro 3500 due to cost. Several of my coworkers also do not like hemopro2 because of the issues discussed above. Device really does work, just follow all the steps. No patient involvement.